Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was prompted to load a cartridge after completing the load sequence. Review of the pump data by tandem technical support (cts) verified that the cartridge became dislodged after completing the fill process. Customer's blood glucose was 90 mg/dl. The customer successfully reloaded the cartridge and insulin delivery was resumed. Reportedly, cts reviewed the loading procedure with the customer.